Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that position of the left ventricular (lv) lead changed based on threshold testing. Several attempts to reposition electronically were unsuccessful and patient symptoms returned. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.